Manufacturer narrative:
Physio-control downloaded and reviewed the electronic records from the customer's device and verified the reported issue. Physio observed multiple instances of dashed lines in paddles lead and multiple "lead off" messages.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to read the patient's ECG through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect electrodes¿ and observed dashed lines on the display for ECG. This issue is patient related; however there was no adverse patient outcome reported. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to read the patient's ECG through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect electrodes¿ and observed dashed lines on the display for ECG. This issue is patient related; however there was no adverse patient outcome reported. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.